Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and asked first if they can they verify audio, or sound works at pc directly with speaker connected. The biomed tested this on the call and a loud sound was heard when the speaker was direct to rear connection of the pc. No issue with the device was found, the biomed was provided information on pathing or cabling issue. No device problem was found the customer was provided with information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that 1 host has no audio or sounds from speaker using remote pc in data closet, the sound works fine when direct to back of pc but it not extending with audio transformers after a recent remodel. The device was not in use on patient at time of event, there was no adverse event reported.